Manufacturer narrative:
(B)(4). We are in the process of obtaining further information from the customer to determine if the opt942 caused or contributed to the reported event. We will provide a follow up report upon completion of the investigation.

Event description:
A medwatch report from FDA reported on behalf of a healthcare facility in (B)(6) that the opt942 nasal cannula broke during patient use. It was reported that the patient experienced desaturation. No further patient consequence was reported.

Event description:
A medwatch report from FDA reported on behalf of a healthcare facility in new mexico that the opt942 nasal cannula broke during patient use. It was reported that the patient experienced desaturation. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt942 interface is used to deliver humidified oxygen to patients. The opt942 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt942 nasal cannula was not returned to fisher & paykel healthcare for evaluation. Additional information was attempted to be obtained from the customer however, no response was received. Our investigation is based on the information initially provided by the customer and our knowledge of the product. Result: the customer reported that the opt942 nasal cannula broke during patient use. No device or photographs were available as the unit was discarded by the hospital. Conclusion: without the complaint device, we were unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt942 nasal cannula include the following steps: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."